Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(6) has been completed. The reported problem (charger fault) was confirmed. Upon investigation the charger/modem was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective equipment. Update: battery mfg date: 10/04/2018. Device evaluation of battery pack sn (B)(6) has been completed. The reported problem (battery fault) was confirmed. As received, the battery pack was unable to power a test monitor and charge. Upon evaluation, the nickel busbar tabs at the p2 & p4 pads were loose. The cause of the non-functional battery pack is the loose busbar. The root cause of the loose busbar cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor reported that a patient was experiencing a charger problem.

Manufacturer narrative:
Device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (charger fault) was confirmed. Upon investigation the charger/modem was resetting. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. The root cause for the u1003 and u104 failure could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a patient was experiencing a charger problem.